Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump alarmed insulin flow blocked and also mentioned that they experienced a high blood glucose level of over 400 mg/dl. The customer treated with insulin pump bolus and manual injection. Customer was assisted with insulin flow blocked troubleshooting. The customer's blood glucose at the time of the call was 133 mg/dl. The customer stated that they changed the set but it was not adhering and had to change another set. The customer stated that the insulin pump alarmed insulin flow blocked during bolus. The customer was assisted with fill cannula process and stated that insulin exited. The customer was advised that the set/site may be occluded and to change entire infusion set. The customer was also assisted with tape not adhering troubleshooting and was advised best site preparation techniques. The insulin pump will not be returned for analysis.